Event description:
Healthcare professional later reported granuloma to represent the reported event of ¿biopsy of the right breast capsule, sclerotic fibrous capsule with internal endothelisation and abundant deposits of refringent acellular material (silicone) along with important xanthomatous histiocytic reaction to foreign body (macrophagic) in the surrounding soft tissues.¿ device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported granuloma to represent the reported event of ¿biopsy of the right breast capsule, sclerotic fibrous capsule with internal endothelisation and abundant deposits of refringent acellular material (silicone) along with important xanthomatous histiocytic reaction to foreign body (macrophagic) in the surrounding soft tissues.¿ device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening. Granuloma: unable to observe since it is not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by ultrasound . Device remains implanted.